Event description:
A pt who was injected with bovine collagen developed symptoms of hypersensitivity after three weeks. The physician prescribed topical and oral prednisone. The pt's symptoms resolved within 24 hours of prednisone treatment, but recurred 72 hours later.